Event description:
The patient's ica was tortuous and had vessel spasm in the petrous segment from the guide catheter (optimo9fr). On (B)(6) 2012, the patient conducted cerebral infarction ablation on the patient. The physician attempted aspiration of the left m1 segment with the psc054. The pss054 could not reach the target. The physician attempted aspiration with psc032 used with a coaxial technique. The pss032 could not pass through properly. The physician withdraw the psc032 from the patient and noticed a kink around the edge of psc032 and began using another new psc032. After approaching the target, the physician began aspiration. The physician felt friction while inserting pss032 to the patient's body. The procedure was completed successfully. The pss032 the physician used for the second time didn't pass through when attempted externally.

Manufacturer narrative:
Device investigation: results: there is an ovalization between 1.5 and 2.5 cm from the distal tip of the catheter and two kinks located at 3.0 and 15.0 cm from the distal tip. The distal section of the separator distal to the separator bulb is extended and stretched. The wrapping wire has come disconnected from the core wire. An 0.032" mandrel was introduced into the hub and advanced distally. Movement of the mandrel was smooth until the mandrel tip reached 15.2 cm from the distal tip. At this point the friction increased and forward motion stopped. The catheter is non-functional. The separator is non-functional. Conclusions: the damage noted in the complaint is confirmed. The flat spots and kinks in the catheter are not uncommon in tortuous anatomy and can prevent the separator from accessing the treatment site. Overalizations are also caused by incautious handling outside the patient. Accompanying documents from our distributor imply that the damage to the separator seen occurred during investigation by the distributor after the procedure and was not part of the initial complaint. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.